Event description:
During a thoracic endovascular aortic repair, a "chimney" technique was used. The viabahn device was delivered to the target site in the subclavian artery and successfully deployed. The physician stated the issue was that approximately 10cm of the delivery catheter broke off on the wire during removal, which was recognized before another catheter was put over the wire. The catheter seemed to have gotten caught in the sheath as it was removed, and broke without much force. The catheter pieces were removed with the sheath. The patient is fine with no adverse consequences.

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications. The engineering evaluation stated the catheter appeared unremarkable. The transition was bonded. There was a small hole on the bottom of the bond. The distal shaft was about 7.4 cm long from its proximal end to the proximal end of the distal tip. Damage was noted at the proximal end of the distal shaft. It could not be determined if there were anomalies attributable to the manufacture of the device.